Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case complete the error customer called in about has to do with the backup speaker on unit needs to be replace. Case close turn over to cad. (B)(4). 8015 unit. Serial # (B)(4). Customer called in for help on 8015 unit get error 133-6080 the error is the backup speaker on unit will have to be replace. The voltage on the unit is reading to hight causing the backup speaker to go out. Confirm part number to customer for backup speaker.